Event description:
The customer reported that prior to placing the ventilator into use, the unit exhbited an odor of overheating when it was first powered on. Hospital biomedical technician performed evaluation of the unit and reported the mains power led was not lit and the unit would only operate on dc power, not ac power. The biomedical technician reported during inspection of the power supply he found overheated components. The biomedical technician replaced the power supply to correct the finding. The biomedical technician reported the ventilator operated to specification post-service.